Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 500 mg/dl. The customer declined troubleshooting, and only wanted assistance changing the basal rates per his doctor's orders. Assisted the customer. Nothing further was reported.